Event description:
It was reported that the ventilator was alarming svhp relief (safety valve high pressure relief alarm) while connected to a patient. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem but did find multiple safety valve high pressure relief alarm conditions in the event trace. When the ventilator was powered on, it immediately had a patient circuit fault alarm condition. Bench testing revealed that the ventilator had a seized blower module. A visual inspection of blower module revealed component q2 was burned. Further inspection revealed that jp4 pin 4 of the power flex circuit was physically damaged and burned. The flow sensor filter, encoder panel and led display were also contaminated with the presence of an unknown substance. During the initial final test, the ventilator had a non-conformance with measured vte at the ptv flow and volume performance test 5. The ventilator also had a hardware fault 21 alarm condition during the initial final test due to the malfunction of the pc 10 ultra capacitor on the hybrid board. The blower module was replaced to correct the reported problem. The power flex circuit, hybrid board, pressure module, and flow sensor filter were replaced to correct the issues that were found during service.